Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated that the lift is broken at the weld on the mast where the actuator attaches to.